Event description:
The device was used during a v.a.t.s. Procedure. It was reported by the affiliate that the closing lever would not close. A new device was used to complete the case. There was no pt consequence.